Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the cubie lid was broken. A technical support specialist advised the user to inform the pharmacy so that the damaged cubie can be replaced. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported that when using the bd pyxis medbank system, the cubie lid was broken while the medication was being dispensed to the patient. This incident did not cause any delays in dispensing medication to the patient, since the medication was successfully issued. There were no adverse events or injuries reported based on this event.